Event description:
Medtronic received information that this hancock ii aortic valve was explanted due to unspecified valve damage. It was reported that the valve had been implanted for approximately one year. In addition, heart failure was observed at the time of explant. The valve was replaced without reported complication to the patient.

Manufacturer narrative:
The product was returned in jar dry, with no solution. Analysis of the returned product shows that the leaflets are intact. The valve did not appear to be damaged as reported. The leaflets appear to be shrunken and possibly desiccated. Pannus overgrowth adheres the right and non-coronary cusps to the outflow rail of the stent, fixing them in an open position. Radiography demonstrates no evidence of mineralization in the valve. Conclusion: reduced product performance occurred and is related to patient condition. The valve was replaced with no reported adverse patient outcome.